Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient developed inflammation/swelling that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On the night of (B)(6), the patient consulted his friend who is a physician and was prescribed an oral antibiotic medication (keflex 625 mg, once per day for an unspecified duration). At the time of the report, the patient did not provided a photo, and he was not feeling well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).